Event description:
Healthcare professional reported "opened the unsterile top portion of the packaging and the top paper stuck to the sterile packaging, making the doctor unable to open and access the sterile portion". Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform.